Event description:
The non-health care professional reported on behalf of health care provider (hcp) who stated that few consumers experienced corneal ulcers even after wearing contact lens properly. The current status of the consumer¿s eye was unknown at the time of this report. No additional information will be available.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history records are reviewed prior to product release to ensure the product was manufactured in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).